Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint¿. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that 2 devices were implanted in the mitral position for a (B)(6) female. Per the records obtained, 4 edwards devices were used during the procedure, 3 of which were explanted at implant. Per the medical records, "at the time of operation, a tee showed severe mitral regurgitation and well-preserved left ventricular function." The valve was repaired with a 28 mm carpentier-edwards physio ii annuloplasty ring (5200). The patient came off cardiopulmonary bypass without difficulty and initial tee reported that the mitral valve looked good. As the surgeon was decannulating the venous side, a second look was undertaken by the echo tech who stated there was significant mitral regurgitation present. The patient was then placed back on bypass. "Again, competence of the valve seemed to be assured." Nevertheless, the surgeon elected to replace the valve with a 29 mm carpentier-edwards perimount magna mitral ease pericardial bioprostheses (7300tfx). The valve was lowered into place, seated, and sutures were tied. However, "it was noted that the anterior leaflet in the outflow tract was rather frozen. [The surgeon] could not free it up with any efforts...and ultimately took the sutures out and removed the valve." It was found that "one of the sutures was draped over the post and had tethered the leaflet." [The surgeon] elected to use a smaller sized valve and placed a 27 mm carpentier-edwards perimount magna mitral ease pericardial bioprostheses (7300tfx). The patient was weaned from bypass and "significant arterial bleeding was seen to be coming from the back of the heart." It first appeared to be left atrial appendage but further inspection suggested ventricular origin. "There was a hematoma in the av groove and a diagnosis of atrioventricular separation was made." The surgeon attempted to repair the av groove and subsequently went back on bypass. "[The surgeon] inspected the valve and it appeared fine from the atrial side." It was removed and the tear was identified. After repair, a 25 mm carpentier-edwards perimount magna mitral ease pericardial bioprostheses (7300tfx) was seated and tied into place. "After the cross-clamp was removed and the heart began ejecting, [it] was apparent that the av separation had not been repaired sufficiently and blood was forcefully ejecting out of the atrioventricular groove behind the aorta in the region of the left atrium and left lateral wall." The surgeon felt he "had exhausted all reasonable possibilities and...it was unlikely [the patient's] left ventricle could not [endure] another such period of crossclamp and bypass." The patient ceased her cardiac activities and was exsanguinated and pronounced dead.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Contact with pathology indicated this device was not transferred to them and is not available for return and evaluation. There was no report of an autopsy. This surgical case was complicated by an unsuccessful ring repair (physio ring), a suture loop of the first mitral valve (7300tfx29mm) which was explanted at implant, atrio-ventricular (av) disruption (7300tfx27mm) detected after implant of the second mitral valve, and subsequent expiration in the or (7300tfx25mm) with the final mitral valve implanted. Av disruption is a complication that typically results from an aggressive debridement of calcified tissue during mitral valve surgery prior to valve implantation. Av disruption has a mortality rate of up to 50 percent and needs to be repaired urgently. When this complication is associated with mitral valve replacement, it is typically related to excessive debridement of the mitral annulus, a calcified or fixed mitral annulus, excessive debridement or excision of the papillary muscles, or aggressive retraction of the apex of the heart after prosthetic valve placement. In this case, the definitive cause of death has not been identified by the health care provider but most likely was due to the av disruption and the extended bypass time. Although, there has been no allegation of device malfunction by the health care provider for any of the devices involved.